Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) while onsite, evaluated the unit and confirmed device had a gas loss alarm. During testing device failed patient manifold, drive manifold, and fill manifold test. A leak was then found in the pim side of the unit. The fse replaced the pim (d997-00-1178) and the device was retested with no further failures and ran for several minutes with no gas loss alarm occurring. Verified unit calibrated and passed all functional and safety tests per factory specifications. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (B)(6) 2025. The failure analysis and testing dept. Received part number 0997001178 with a reported unit failure of a gas loss alarm with a pim test failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r. Confirmed the failure on the pim with a leak differential pressure of -197mmhg. Failure confirmed but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev. As.

Event description:
It was reported that, during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm.

Manufacturer narrative:
Due to character restrictions in block e1 for initial reporter name, the full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.